Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated. This supplement is being filed to modify information to align with the reported event.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in-process. A follow-up report will be provided.

Event description:
No medical intervention was required for this event.

Manufacturer narrative:
Investigation: when questioned further about the event the customer stated she forgot to close the clamp of the sample bag, which caused air to be drawn to the inlet line. The machine alarmed two times with detected air. The run data file (rdf) was analyzed for this event. Several 'draw pressure too low' alarms seen in the rdf were indicative of poor venous access. Root cause: referencing the information collected by the machine and from the customer, the source of the air was from the sample bag. The clamp was left open and there was poor venous access. The poor venous access/ access line occlusion allowed the inlet pump to draw air from the sample bag and into the inlet line. The open sample bag clamp, in conjunction with poor venous access/ access line occlusion could allow air to be pulled in by the inlet pump into the inlet line.

Event description:
The customer declined to provide patient information. The gender and weight of the patient were obtained from the run data file.

Event description:
The customer reported that during a collection procedure, the operator noticed many air bubbles in the disposable set. They discovered that the operator had left the clamp open on the sample bag. The operator ended the procedure. The patient status is not known at this time. Patient information is not available at this time. The disposable kit is not available for return because it was discarded by the customer. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for injury has occurred.